Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures (inflation issues) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures (inflation issues); however, factors that may contribute to activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that there was an inadequate connection with the indeflator during inflation/deployment, causing the reported activation failure including expansion failures (inflation problem); however, this cannot be confirmed. In addition, it is likely that inadvertent mishandling during sheath/stylet removal contributed to the noted stretched inner/outer member. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left anterior descending artery. A 3x48mm xience xpedition easily crossed the lesion but when the balloon was inflated, it failed to inflate and did not deploy. The indeflator was checked for any issues, but it was working fine. There was a significant delay in the procedure but there were no adverse patient effects relating to the delay. No additional information was provided.